Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the obturator could not be inserted into the outer sleeve in the 1st device. Also, the tip of the outer sleeve was scratched. The adjustable locking cam was broken off in the 2nd device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.